Event description:
This pi is for the revision of the patient's left hip on (B)(6) 2019. On followup for a previous revision (left hip revision and intra-op event during that revision), an operative report from a primary procedure on (B)(6) 2005 was provided indicating an exeter stem and unitrax bipolar head were implanted in the patient's left hip. On (B)(6) 2019, this hemi hip was converted to a total hip. An exam note reports "left total hip replacement (B)(6) 2019...initially for revision of hemiarthroplasty."

Manufacturer narrative:
¿ An event regarding a revision of an unknown unitrax head was reported. Upon investigation, a periprosthetic fracture was confirmed". Conclusion: a medical review concluded the revision was as a result of a periprosthetic fracture. Based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event. During revision surgery, it is considered good surgical practice to always replace bearing components such as the tibial insert or hip liner including femoral head with new devices, also because service life damage or wear is not always readily visible and these components are usually modular and removal is easy and straightforward. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the revision of the patient's left hip on (B)(6) 2019. On follow up for a previous revision (left hip revision and intra-op event during that revision), an operative report from a primary procedure on (B)(6) 2005 was provided indicating an exeter stem and unitrax bipolar head were implanted in the patient's left hip. On (B)(6) 2019, this hemi hip was converted to a total hip. An exam note reports "left total hip replacement (B)(6) 2019. Initially for revision of hemiarthroplasty."